Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 03-jul-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The returned microcatheter was noted with two (2) compressed areas. The first at 3.50 cm and the second at 4 cm from the distal end. These damaged areas were not observed on the photos that were included in the complaint; they are consistent with the overtightening of the rotating hemostasis valve (rhv). The flattened section from 1 cm until the distal tip is consistent with the damage observed in the photos was confirmed. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The returned microcatheter was flushed using a lab sample syringe. After flushing, a 0.018-inch (0.04572 cm) lab sample guidewire was introduced into the microcatheter and it was advanced. No resistance or friction was felt when the guidewire passed through the proximal aspect of the device. The guidewire became stuck when it reached the flattened area at 4 cm from the distal end. The issue regarding a stent being impeded in the distal section of the microcatheter was confirmed based on the findings mentioned above. The flattened condition found in the device suggests that excessive force has been applied to the device, which results in the microcatheter being damaged. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30871578) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following precaution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure to treat an intracranial stenosis, the stent (unspecified brand) was impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30871578) and could not pass through. The physician retracted the microcatheter and observed that the microcatheter tip was compressed / flattened. A new microcatheter was used as replacement to complete the procedure; it was reported that the stent was not replaced. The procedure was prolonged for approximately half an hour. The patient was reported to be in stable condition. There was no negative patient impact reported. Photos of the complaint device were included in the complaint file. On (B)(6)2023, additional information was received. The information indicated that the location of the intracranial stenosis was located at the c5-c6 segment of the left internal carotid artery (ica). The stent used during the procedure was a 4.0mm x 23mm enterprise® 2 vascular reconstruction device (vrd) (enc402300 / 7591271). Per the information, the stent was the first device that went through the microcatheter. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no allegation of any negative patient impact. The physician did not consider the half-hour procedure extension to be clinically significant. The procedure was successfully completed after the microcatheter was replaced.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos that were included in the complaint. The review is documented below. [Photo review]: the photos included in the complaint showed the distal portion of the 150cm x 5cm prowler select plus microcatheter. One compressed section was noted near the distal tip. The rest of the device was not shown in the photos. No other damages were noted. A review of manufacturing documentation associated with this lot (30871578) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a microcatheter being obstructed and compressed were confirmed based on the compress section seen in the tip of the device. This condition contributed to the stent reported as unable to pass through. The investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as permitted by the condition of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.